Event description:
It was reported that a spectrum pump had constant downstream occlusion alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported downstream occlusion alarms, caused high readings on the downstream sensor. The failed downstream sensor was replaced.